Event description:
It was reported that during the surgical procedure, exposed wires were noticed at the "wrist" of the bipolar maryland tip forceps instrument. When the bipolar pedal was pressed, the instrument began arcing and a spray of sparks was seen. The instrument was removed and the planned surgical procedure was completed with a different instrument. No pt harm, adverse outcome or injury was reported.